Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the cable was twisted and damaged. Therefore, omsc presumed that the reported phenomenon occurred due to the cable damage. The cable damage might be due to the user's handling.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image was flickering and disappeared temporarily. But at the time, the device name was not reported. The device was returned to the service department of olympus. On (B)(6) 2021, the service department of olympus found that the device was otv-s7proh-hd-12e. It was additionally reported by the customer that the event occurred during a procedure, and the intended procedure was completed with another device. There was no patient injury associated with the event.